Event description:
It was reported that the stent could be released, but during the release it appeared as if the stent was compressed, as if something was preventing it from expanding. There were no reported injuries to the patient and no reported interventions. It was reported that a 7 f introducer and a 0.035 guidewire were used for the procedure.

Manufacturer narrative:
This is being reported because this device is the same or similar to a device being used in the united states. This event is currently under investigation.